Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-jan-2023. One sample was provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, sample was connected to a syringe with saline solution. The sample expelled the solution with normal flow, clogged needle was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was blocked when attempting to draw up vaccine medication. The following information was provided by the initial reporter: "nurse went to draw up vaccine, noticed resistance in needle when drawing up air, plunger drew back rather than remaining primed with air. Nurse set needle aside and replaced syringe with another needle prior to drawing up vaccine.".

Event description:
It was reported that the bd safetyglide¿ needle was blocked when attempting to draw up vaccine medication. The following information was provided by the initial reporter: "nurse went to draw up vaccine, noticed resistance in needle when drawing up air, plunger drew back rather than remaining primed with air. Nurse set needle aside and replaced syringe with another needle prior to drawing up vaccine."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.